Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "no difference of gait parameters in patients with image-free robotic-assisted medial unicompartmental knee arthroplasty compared to a conventional technique: early results of a randomized controlled trial", thirty three (33) patients underwent a primary uka procedure assisted with a navio robotic surgical system where cemented journey ii uni implants were used. From these patients, one (1) required a revision surgery due to unexplained pain. The patient was converted to a unspecified tka system. After this intervention, the patient continued to experience pain. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, 1 patient (sited from a literature review) underwent a revision/conversion to tka due to unexplained pain sometime after having a navio-assisted journey ii uka procedure. As of the date of this medical investigation, clinical documentation has not been received. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported revisions could not be concluded. The patient impact beyond the reported unexplained pain, subsequent revision/conversion to tka and the continued pain post tka could not be determined based on the limited information provided in the literature. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).